Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6: investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. The actual device was not returned, however, four sealed 6fr glidesheath slender packages were returned for product evaluation. The packages included the needle, guidewire, dilator and sheath. The packages were subjected to visual analysis and no anomalies were found. Functional testing was performed. Leak testing was performed on all four samples. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The 3-way stopcock (3wsc) on the sheath hub was open to confirm airflow and closed. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and no air bubbles were observed. This test was repeated for all four samples and no bubbles were seen on any of the samples. All four samples passed leak testing. The complaint cannot be confirmed since the complaint sample was not returned for evaluation. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor expressed concern over a severely leaking valve on a 6fr glidesheath slender sheath during a coronary percutaneous coronary intervention (pci) case. The physician experienced difficulty both while exchanging devices and after removing them through the sheath valve. The physician was able to finish the case without any complications to the patient. The patient was stable. The case was completed as planned. Additional information was received on 12jul2021. The estimated blood loss was less than 250cc, approximately about 100cc. Blood leakage occurred not only with exchanges but also without any equipment or with 5fr diagnostic catheter in the sheath.